Event description:
It was reported that a hole was found in safestep tubing. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hole in the extension tubing is confirmed and the cause appears to be related to the use of the device. One 20 ga x 0.75 in safestep infusions set was returned for investigation. One photo sample of a 20 ga safestep infusion set was also provided. Blood was present within the extension tubing. The split could not be clearly observed in the photo; however, the photo corresponds with the returned physical sample. A partial split was observed in the extension tubing near the luer hub. The split exposed the inner lumen of the extension set tubing. Microscopic observation of the split revealed it to be located at the distal end of the adhesive fillet. The split surface was observed to be rough and granular. Sections of the material were extended and showed evidence of material whitening due to stretching. Due to the evidence of use, it was determined that the tear developed over time. It is possible that tensile and/or torsional stresses caused the tear to develop during use. This can occur with patient movement, manipulation of the luer adaptor, or inadvertent pulling on the extension set. Since the split was present, the complaint is confirmed a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a hole was found in safestep tubing. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hole in the extension tubing is confirmed and the cause appears to be related to the use of the device. One 20 ga x 0.75 in safestep infusions set was returned for investigation. One photo sample of a 20 ga safestep infusion set was also provided. Blood was present within the extension tubing. The split could not be clearly observed in the photo; however, the photo corresponds with the returned physical sample. A partial split was observed in the extension tubing near the luer hub. The split exposed the inner lumen of the extension set tubing. Microscopic observation of the split revealed it to be located at the distal end of the adhesive fillet. The split surface was observed to be rough and granular. Sections of the material were extended and showed evidence of material whitening due to stretching. Due to the evidence of use, it was determined that the tear developed over time. It is possible that tensile and/or torsional stresses caused the tear to develop during use. This can occur with patient movement, manipulation of the luer adaptor, or inadvertent pulling on the extension set. Since the split was present, the complaint is confirmed a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a hole was found in safestep tubing. No other information was provided.